Event description:
Customer alleged dlo merc free switch is intermittent causing chair to stop while being in use and trigger inhibit. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this event. However quote number (B)(4) was provided to the dealer for this event. Model number tdxsi-cg serial number/date (B)(4) is approximately 3 months of age at the time of the event. The consumer's medical condition, stability, and medication regimen are unknown at this time. The consumer's age, height and weight are unknown at this time. The consumer's technique while using the device is unknown. The dealer alleges that the dlo merc free switch is intermittent causing the chair to stop while being in use and trigger inhibit. The dealer contacted invacare and requested a quote for the repair. The product or part involved has not been returned at this time.